Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause unknown. Customer administered a correction injection as well as performed a supply change to address the bg. Customer to replace supplies as necessary and resume insulin.